Event description:
Patient reported their hizentra freedom pump failed. No specifics provided. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 10gm. Hizentra 20% pfs indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? ¿ yes.